Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in a constant state of boot looping after a ups failure. He tried swapping the hdds, but the cns would not launch the application. He also swapped the network cable with one from an adjacent cns, which was working fine, but the cable made no difference. This confirmed that the issue followed this cns. A review of the device history for this cns showed that it has crashed several times in the past. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/23/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 09/30/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 10/06/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied but did not supply the requested information.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in a constant state of boot looping after a ups failure. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was in a constant state of boot looping after a ups failure. He tried swapping the hdds, but the cns would not launch the application. He also swapped the network cable with one from an adjacent cns, which was working fine, but the cable made no difference. This confirmed that the issue followed this cns. A review of the device history for this cns showed that it had crashed several times in the past. No patient harm was reported. Investigation summary: the complaint device was returned to nk for evaluation and repair. During the evaluation, the reported issue of the device having been stuck in a boot loop was duplicated. The cns boot loop was caused by corrupted software and degraded hard drives, likely following the ups failure. This required hard drive replacement and system reimaging, after which the device was tested per the operator's/service manual and completed 48 hours of extended testing and operated to manufacturer's specifications. The hdds are mechanical components that may deteriorate through time and may wear from continual use. Possible causes of the failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages, power surges and generator tests may damage the hdds. Nihon kohden will continue to trend and monitor for future occurrences. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/23/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 09/30/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 10/06/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied but did not supply the requested information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in a constant state of boot looping after a ups failure. No patient harm was reported.